Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the quality assurance investigation details, the reported condition of the device overheating during usage could not be duplicated. Qa will investigate further, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the handpiece began overheating during a wisdom tooth extraction. There was no reported patient or user injury, and the case was completed successfully with another device.